Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the usb cable was missing from the system kit. This complaint was documented using the documentation from the customer care advocate. The patient reported prior to the start of the alleged issue, she had symptoms of sweaty and lightheadedness. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.